Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure was confirmed via logs but was not replicated on the in-house system. The usm was tested on an in-house system and passed normal mode. The usm also passed the cva characterization, lissajous, sine cycle, friction, and rom tests.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 3 would not go through its full range of motion. An intuitive surgical inc. (Isi) technical support engineer (tse) checked the system logs and found no associated faults. The tse advised to check carriage for drape build up. The customer checked and found no obstructions. The customer moved usm3 out of the way and continued with usms 1, 2, and 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer checked for drape obstructions. The customer took off the sterile adaptor on/off, and then undocked and redocked. The issue persisted. The surgeon discontinued use of the arm as it was not able to go through full range of motion. The customer undocked, pushed usm 3 back, and proceeded forward with usms 1, 2 and 4. The procedure was completed robotically utilizing usms 1, 2 and 4. The procedure was completed robotically with original port sites. The technical support was contacted prior to discontinuing use of usm 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate error 23118, which was recoverable. The fault occurred at same point on insertion axis multiple times. The fse replaced usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.